Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565-2017-07388. Concomitant medical products - unknown stem- unknown part/lot; unknown head- unknown part/lot; unknown cup- unknown part/lot; unknown liner- unknown part/lot. Report source-literature: webb, j. E., mcgill, r. J., palumbo, b. T., moschetti, w. E., & estok, d. M. (2017). The double-cup construct: a novel treatment strategy for the management of paprosky iiia and iiib acetabular defects. The journal of arthroplasty. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a closed reduction procedure due to dislocation. Attempts have been made and no further information is available at this time.